Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2012, daughter requested assistance advancing the piston rod on the infusion device. Patient came on the line and reported her blood glucose decreased to the 40's mg/dl around 1:00 a.m. She was shaking and sweaty, but she did not lose consciousness. She removed the infusion device, drank orange juice, and ate a peanut butter and jelly sandwich. She attempted to restart the infusion device at 8:00 a.m. But accidentally rewound the piston rod with the cartridge inserted. Patient was assisted with reconnecting to the infusion device using a partially filled cartridge, and she was unable to complete troubleshooting for hypoglycemia at that time. Follow-up was completed with the patient on (B)(6) 2012. She had switched to the backup infusion device. She experiences hypoglycemic events about 2 times per month while using the alleged infusion device and has not experienced further hypoglycemia since starting the backup. She did not require treatment from a health care professional or second party to address the issue. The infusion set and cartridge were discarded. The infusion device and adapter were replaced and requested for evaluation due to concern of inaccurate delivery.